Event description:
Pt was prone on wilson frame for a laminectomy lumbar decompression. When the rn started to manually crank the patient into position, the entire plastic bottom cracked across the entire width. The pt's weight (B) (6); the max weight limit for frame 250lbs. No harm to pt and the surgery was completed without having to move the patient off of it.====================== health professional's impression======================apparently after they have been in use over a period of time, they can become brittle, crack and can break. Sometimes the cracks are not very visible because the color is black.